Event description:
The patient was having a neurosurgeon remove the pump because it was no longer functioning. A new pump was to be implanted. The patient was to meet with the neurosurgeon on 2015-(B)(6) at which time the surgery would be planned.

Manufacturer narrative:
Analysis of the pump found no anomaly. The previously reported conclusion code was updated to the above.

Event description:
It was reported that the health care provider (hcp) mistakenly injected the entire refill volume of 40ml through the catheter access port (cap). The patient was hospitalized as a result. The patient¿s status was alive with injury and was being treated at a local hospital. An overdose was listed as a patient symptom. The patient was found unresponsive by family members and was in a coma at the time of the report. The pump was infusing morphine at 25mg/ml. Additional information received reported that the patient was in the hospital in a medically induced coma. The event was a result of an accident and was not device related. The patient was seen for a refill appointment on (B)(6) 2015 and a dye study was performed. The reason for the dye study was not provided; however, the results were normal. The hcp reported they went to put the dye in the spot they normally use to refill the pump (the refill port) and it was recommended that it would be faster to use the cap. After the dye study they went to refill the pump. It was mentioned that they always had a difficult time finding the refill port because the patient was larger. The refill was then performed using the cap, rather than the refill port. The manufacturing representative was present for the refill. The patient was fine about an hour later and left. The hcp was told the next day the patient had gone to the hospital and had been intubated. In approximately mid-february, the hcp was told the patient was improving and they were no longer intubated. Following this, the patient began vomiting and had to be intubated again. It was reported that the patient was on many other medications including oxycodone, soma, psychiatric medications, anxiety medications, and depression medications. Additional information has been requested. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received conflicts with previously reported information. It was stated that the patient was hospitalized for 21 days and placed on a ventilator for 14 days. It was also reported that the patient had the pump replaced on 2015 (B)(6). The pump was filled in the operating room and set to minimum rate. The existing catheter was aspirated during the procedure for free flowing cerebral spinal fluid (csf). The patient had been maintained on oral pain medication while the pump had been stopped.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a critical alarm was heard and also confirmed by telemetry. Telemetry confirmed the alarm was due to a stopped pump may exceed tube set message. The pump had been stopped for 1043 hours and 53 minutes. The pump was stopped on (B)(6) 2015. The patient went through withdrawal because of it. A manufacturer's representative went to the patient's health care professional office and turned the pump alarm off. It was later reported "that the wrong side was accessed" on (B)(6) 2015. The wrong side got used and the pump gave the patient 30 days worth of morphine in an hour. The symptoms occurred suddenly following a refill. The patient was in the hospital from (B)(6) 2015 to (B)(6) 2015. There was also a report that the patient was in the hospital for 19 days. The patient was on a ventilator for 12 days. The patient did not remember what happened. At the time of report, the patient described the mornings, afternoon, and before bed as being really bad. The patient reported the pump will never work again because it was turned off at the hospital. The patient saw an orthopedic doctor on the day of report who told the patient if they weren't exposed to morphine, they would have died. It was noted that so many things went wrong, the patient went by medical cab and they did not take the patient to the hospital and they laid the patient on the wet ground. The patient liked having the pump because they did not have to think about taking pills.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
"And the doctor overdosed her (morphine went in all at once). She mentioned that the event happened on (B)(6) 2015 and because of this they stopped the pump. There was no out of box failure reported. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted when analysis is complete.